Event description:
It was reported that prior to a coronary stent procedure, the tip of the delivery device and the stent were bent right out of the package. No patient injuries or complications were reported.